Manufacturer narrative:
This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action.

Event description:
It was reported that the patient was inappropriately shocked due to t-wave oversensing (twos) by the right ventricular (rv) lead. The right ventricular (rv) lead sensitivity was reprogrammed and the issue had been resolved until a recent occurrence in which the rv lead had twos causing ventricular tachycardia non-sustained (vt-ns) and aborted ventricular tachycardia/ ventricular fibrillation episodes. The physician elected to leave the lead in use and monitor the patient. No further patient complications have been reported as a result of this event.